Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. Even though no such causal event, like an accident, is mentioned in the recipient's report. The investigation results appear to match the high gpi and decreased performance mentioned in the recipient's report. This is a final report.

Event description:
The user's hearing performance with the device is affected. No trauma has been reported. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Re-implantation is considered.